Manufacturer narrative:
Section e1: initial reporter email updated.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced poor wound healing resulting in dehiscence at the right burr-hole cover (bhc) and lead implant site and was admitted to the hospital. Cultures were taken however the results are not available. The physician assessed that following a recent revision (reported in MDR 3006630150-2024-08736), he reduced the patients anti-biotics dosage as a result the wound seemed to worsen resulting in right lead and bhc implant site reopening. The patient underwent a procedure wherein the right-side lead, burr-hole cover and lead extensions were removed. Analysis of the dbs devices was not performed as they were retained by the facility. The patient did well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced poor wound healing resulting in dehiscence at the right burr-hole cover (bhc) and lead implant site and was admitted to the hospital. The physician assessed that following a recent revision (reported in MDR 3006630150-2024-08736), he reduced the patients anti-biotics dosage as a result the wound seemed to worsen resulting in right lead and bhc implant site reopening. The patient underwent a procedure wherein the right-side lead, burr-hole cover and lead extensions were removed. Analysis of the dbs devices was not performed as they were retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7125236, UDI: (B)(4). Product family: dbs-lead fixation: upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 33872535, UDI: (B)(4). Block d2b: additional pro codes, nhl, pjs.